Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. However the manufacturer was able to determine during its investigation that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A facility administrator (fa) at a user facility reported that the blood pump rotor of the 2008t machine punctured the fresenius bloodlines at an unspecified point during the patient¿s treatment. The fa stated that the reported event was visually observed by the staff. The machine also stopped treatment and alarmed with an error message (not specified). The patient's total estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being transferred to a new machine and being re-setup with new supplies (including a fresenius dialyzer). The fa stated that the cap on the rotor was replaced to resolve the reported issue.